Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 2 false positive result when running their alinity m resp-4-plex assay on the alinity m instrument. The customer stated they had received 5 samples with flub positive on the resp-4-plex assay. The samples were retested because the customer felt it was too early for flub season. Upon retesting the samples, two samples resulted as flub not detected. It was confirmed by the customer that all the results were reported outside the laboratory. There was no report of impact to patient management due this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements; no error codes nor flags were associated with the assay controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The amplification curves did not appear abnormal. A risk for potential amp tray carry over was not identified for the reported discrepant results. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) was performed. The manufacturing packets were reviewed to identify potential issues related to the reported complaint during production of the lot and components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) was performed to identify records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket under investigation, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 523152. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 was not identified.